Manufacturer narrative:
The instrument was returned for evaluation. Failure analysis confirmed the customer reported complaint. Evaluation found that the instrument's pitch cable was broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken pitch cable found during failure analysis investigation, could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci assisted hysterectomy procedure, the wire on the large needle driver instrument broke at the start of the procedure. The planned surgical procedure was completed. There was no report that any fragment(s) from the large needle driver instrument fell into the patient during the surgical procedure and there was no report of any patient harm, adverse outcome or injury due to the reported event.